Event description:
Customer reported a cracked and shattered touchscreen on the pump, which rendered the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and instructed the customer to temporarily use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided on putting the pump into storage mode before returning it using a pre-paid label, and it was confirmed that the pump was still under warranty.